Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, internal screw loose and detached was confirmed by the repair department. The cause of the loose screw could not be identifed, therefore the root cause could not be determined. The phenomenon can be prevented by following the description of the instruction manual of otv-s400 below: ¿do not apply excessive force to the camera control unit and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed, and the screw was detached and reinstalled by the engineer. In addition, dust was cleaned off the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera 4k uhd camera control unit internal screw is loose. There was no patient involvement, no harm or user injury reported due to the event.